Manufacturer narrative:
(B)(4). The device evaluation was completed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The device met product specifications related to the reported problem; therefore, the reported event was unable to be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice pro overheated the fluid bag during peritoneal dialysis therapy. It is unknown if the patient was connected at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter facility name - (B)(6). Evaluation summary: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.